Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse event of peritonitis as there was no confirmation this event occurred during pd therapy. Regardless, it is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there is no confirmation of the root cause from the patient, a medical professional or otherwise. In the absence of a confirmed root cause of the patient¿s peritonitis, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results, date of the culture, and the organism were not reported. The patient was provided pd therapy was continued in the hospital. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. The pdrn confirmed the reported event however declined to provide additional information.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results, date of the culture, and the organism were not reported. The patient was provided pd therapy was continued in the hospital. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. The pdrn confirmed the reported event however declined to provide additional information.